Event description:
It was reported that a patient's implantable tachy lead was exhibiting high impedance levels. A possible fracture was suspected and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. The impedance on the superior vena cava (svc) defibrillation coil was beyond the expected upper range. There was also a lead impedance out of range alert recorded on (B)(6) 2013. The maximum svc and defibrillation active can on impedances rise from an approximate baseline of 50 ohms on (B)(6) 2013 to greater than 250 ohms on (B)(6) 2013. (B)(4).